Manufacturer narrative:
Date of event: the date has been chosen based upon the approximated date provided by the complainant. (B)(4).

Event description:
It was reported to boston scientific corporation that an endovive safety peg kit pull method was used during a percutaneous endoscopic gastrostomy (peg) placement procedure. The procedure date is unknown; however, it was reported that the tube was placed 2 weeks ago. According to the complainant, post procedure prior to discharge the patient caught their peg tube on a door causing the internal bolster to detach and the tube to come out of the stoma site. The internal bolster was retrieved via colonoscopy. Reportedly, the patient had another peg tube placed on the following day. There were no patient complications reported as a result of this event.